Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the needle cover. The following information was provided by the initial reporter translated from (B)(6). "Under sterilized conditions in the op room, a brown fm on the needle cover tip was found before use.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the needle cover. The following information was provided by the initial reporter translated from japanese . Under sterilized conditions in the op room, a brown fm on the needle cover tip was found before use.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 20 ga x 1.16 in. Insyte autoguard unit from lot number 1299616. Additionally, three photos were received. A visual inspection discovered that there was brown loose matter inside the package and some black ink. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. The loose foreign material may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan and the bd 5s initiative, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch.